Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse replaced the sample filter and tubing between filter and pbv (pipette bypass valve) to resolve the instrument issues. The system was operational. (B)(4).

Event description:
The customer stated that the iq 200 system was failing positive control and focus. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.